Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: the one sample that was returned was not a bd product. No product or photo was returned by the customer. The customer complaint that the set would not prime past filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 20105563 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20105563 regarding item #10010453. H3 other text : see h.10.

Event description:
It was reported gem 20dp v/nv ntg 1.2mf 1ss dehp free had flow issues and was blocked/clogged/occluded. The following information was provided by the initial reporter: "bedside rn attempted to prime IV tubing with smof. Set would not prime past filter."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported gem 20dp v/nv ntg 1.2mf 1ss dehp free had flow issues and was blocked/clogged/occluded. The following information was provided by the initial reporter: "bedside rn attempted to prime IV tubing with smof. Set would not prime past filter."